Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ yeast ID the customer received discrepant results between two instruments. Confirmatory tests determined that misidentification had occurred. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact.the following information was provided by the initial reporter: "the customer use yeast ID panel for yeast identification. The panel result from phoenix 100 is c. Krusei, and the result from phoenix m50 is p. Wickerhamii. The customer rechecked the result with maldi-tof, the final ID is c. Krusei."

Event description:
It was reported that while using bd phoenix¿ yeast ID the customer received discrepant results between two instruments. Confirmatory tests determined that misidentification had occurred. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the customer use yeast ID panel for yeast identification. The panel result from phoenix 100 is c. Krusei, and the result from phoenix m50 is p. Wickerhamii. The customer rechecked the result with maldi-tof, the final ID is c. Krusei.".

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for misidentification of c. Krusei as p.wickerhamii when using phoenix panel yid (448316) batch number 1201556. The complaint batch was not available for investigation due to the batch being expired at the time of the investigation and is beyond our stability timeframe. As a result, this complaint is not confirmed for performance. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. H3 other text : see h.10.